Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that device thrombus was suspected. The pt was admitted with ldh at 2700 and hematuria. The pump power was no elevated, but the pi dropped and stayed low. An echo revealed ef up to 35% from 20% and aortic valve still was not opening. The right ventricle was moderately enlarged and moderately reduced, which was worse than previous echo's. The pt was administered medication and his urine improved and ldh dropped.

Manufacturer narrative:
The pt remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.